Manufacturer narrative:
This product is not distributed in the united states but it is similar to the us distributed cypher sirolimus drug eluting stent. Following the successful deployment of a cypher select stent in the right coronary artery of a female patient, the stent delivery system (sds) became "stuck" during removal and broke. There was no injury to the patient. Indication for the initial evaluation is unknown. The rca was a moderately calcified lesion with 85% stenosis. The lesion had been pre-dilated but resistance was noted during advancement of the device. As such, additional dilatation was performed and the stent was deployed at the intended location. Inspection of the returned product revealed a kink in the shaft of the sds and guidewire exit port damage. During functional testing, this kink appeared to be the cause of resistance noted as the sds was withdrawn from a guide catheter confirming the reported withdrawal difficulty. A non-sterile cypher 2.50mm x 8mm was received coiled in a bag, it has a kink and the guide wire port was damaged. The unit received was passed through a guiding catheter and resistance was felt when retrieving it back. The DHR review showed that the product met requirements per the applicable manufacturing quality plan. The reported withdrawal difficulty was confirmed during a functional test, it could be associated with the kink observed in the stent delivery system, the damage found in the guide wire port could be associated with the withdrawal attempt. The exact cause of kink could not be conclusively determined. Controls are in place to prevent this type of failure from leaving the facility. No corrective and preventive actions will be taken, as the exact cause of kink could not be conclusively determined. Conclusion: based on the available information, there are procedural and vessel factors that may have contributed to the damage reported by the account and that revealed during the analysis. As noted, the damage appears to have resulted in the withdrawal difficulty as reported. There is no evidence to suggest that the event was manufacturing related.

Event description:
Percutaneous coronary intervention (pci) was being performed on an 85% de novo lesion in the right coronary artery (rca) of 15mm in length in a 3.0mm vessel diameter. The lesion was highly calcified. It was pre-dilated with a 2.0x20mm balloon at unknown inflation pressure. There was resistance felt while advancing the device to the target site so another pre-dilation was done. The stent was successfully deployed. Resistance was felt while removing the device and the stent delivery system was broken inside the patient. However, the device was successfully removed without any injury to the patient.